Event description:
Additional information received reported that the falls were not caused by a failing system. It was stated that the system failure only occurred after the patient had fallen. The patient had not been seen by her healthcare professional (hcp), as the hcp wanted to wait a couple of weeks due to the patient seeming confused. The patient told the manufacturer representative that she did not have any stimulation, but told the hcp that she had stimulation in the correct place. No impedance printouts were received. Any additional information received will be included in a supplemental report.

Event description:
It was reported that the patient experienced a loss of stimulation and a loss of therapeutic effect with less than 50% therapy relief. The patient had a revision of her battery on (B)(6) 2012. The pocket was revised and the same device was put back into the pocket. A manufacture representative attempted to program the device on (B)(6) 2012 but was unable to do so. It was noted the impedances were checked and were "all around 1000 ohms" except for contact 7 which was >10,000 ohms, but was not being used. Stimulation could only be achieved on contacts 4 and 5 and that resulted in a "tightening" sensation around her stomach. It was further reported that the patient has had "lots of falls" and she had not had any stimulation since before her last fall. An x-ray was taken and by the patient's healthcare provider (hcp) which showed that the lead had not moved. The patient was reportedly alive with no injury or adverse event. It was further noted that the patient would be seen again in "a couple of weeks" to test the lead again. It was later reported that the patient has not had stimulation since (B)(6). It was further reported that the patient had "quite a few falls" and her device stopped working completely after a fall. It was also reported that the device was implanted in the patient's abdomen where she was getting stimulation which the patient described as a tightening of her stomach muscles. It was noted that the connector block for the extensions was in the patient's back. I was thought that there was possibly fluid in the connector block of the extension which was masking a fractured lead and was also causing pocket stimulation which resulted in the "tight sensation" in the patient's stomach. Refer to manufacture report #3007566237-2012-02636.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial#: unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).